Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2016-04431. Follow-up identified the patient underwent surgery on (B)(6) 2016 during which her leads were explanted and replaced. Effective stimulation was restored following the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-04431. It was reported the patient experienced ineffective stimulation. Diagnostics indicated two high impedance contacts. Reprogramming was unsuccessful in resolving the issue. Surgical intervention is planned as the next course of action.